Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately seven months post implant of the ipg system approximately four years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source greater than two years from today. No co ntacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: product ID sedr01 implanted: (B)(6) 2008; product ID 5076-58 implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52. A proximal portion was received measuring 4.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.